Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 48-400 (mg/dl) for 1 week. Reportedly, customer would administer a bolus to treat their elevated bg levels, and would not notice a difference in bg levels after 4 hours. Customer would then administer an insulin injection and their bg levels would go low. Customer consumed food to treat bg levels. Reportedly, customer has reverted to insulin injections for diabetes management. Recommendation was made to consult with health care provider to discuss diabetes management.